Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted some staples appeared to be not properly formed. Visual inspection noted the single use loading unit(sulu) was received partially applied with the interlock engaged. Knife blade damage was noted. The sulu was reset and loaded with staples from a test unit and then loaded into the returned device. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the disengaged cartridge cover may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, while making the ileo-colinc anastomosis, the surgeon closed the opening of the anastomosis stab hole with another staple. But, when the status of the region was checked, they found that the staple line from the middle to distal staple line was very poor and incomplete. The figure of staple line was like d, not b. The reinforced suture was applied on the half-open region of ileo-colic anastomosis to complete the case.